Event description:
I was contacted by the staff today to relay a message they've had several bsc watchdog hemostatic valves that were unable to attach to extension tubing. They replaced it with another only to discover that the next extension tubing was also defective. The reporter stated that the threads looked malformed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5149723.